Manufacturer narrative:
(B) (4). Conclusion: the investigation show, that the cup was tapped in angular several times. Due to this fact, the cup was not placed correctly in the inlay, which was the cause of the loosening. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the inlay loosened three weeks after implantation.